Event description:
It was reported, a patient presented with discomfort, due to their pacemaker. The device was electively explanted and replaced in a procedure on (B)(6) 2023. Post-procedure, the patient status was unknown.

Event description:
New information received notes post-procedure the patient was stable.

Manufacturer narrative:
Device was returned without a specific complaint. As received device was at normal operating level and was programmed to auto settings. When auto settings are enabled device will adjust its pacing output based on patient requirement which can cause change in longevity and battery measurement values. Telemetry and pacing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have appropriate longevity remaining.